Event description:
It was reported that this right ventricular (rv) lead had to be revised and repositioned due to it becoming dislodged. This device remains in service. No additional adverse patient effects were reported.